Event description:
Rptr was being treated by a physical therapist for a neck strain from an on-the-job injury doing drywall construction. Unit mfg by MFR was placed on her back by a therapist. Within 2 hrs it shocked her, electrically doing permanent damage through her bowels.